Manufacturer narrative:
Three trocar cannulas were returned and microscopically examined. The presence of the reported brown flecks was confirmed. Microscopic examination showed the flecks to be orange/red in color and crystalline in appearance. The orange/red material was isolated and analyzed using a scanning electron microscope equipped with an energy dispersive x-ray spectrometer to provide the elemental composition of the materials. The orange/red material was identified as oxidized stainless steel. The investigation including root cause has not been completed at this time. A supplemental MDR will be filed as necessary when additional reportable information becomes available. This report was mailed to FDA on: 04/17/2009.

Event description:
A surgeon reported brown flakes were seen sloughing off into the eye when the trocar was inserted. The brown flakes were immediately removed from the sclerotomy site and the rest of the brown flakes were removed during vitrectomy. The patient was examined postoperatively and neither brown flakes nor inflammation were noted. The surgeon stated the patient was not harmed or injured by this event.